Manufacturer narrative:
The reported event was confirmed cause unknown. 1 sample was confirmed to exhibit the reported failure. The device had not met specifications. The product was used not used for patient treatment. The product had caused the reported failure. Visual evaluation of the returned sample noted one unopened (with original packaging), urethral catheterization tray. Visual inspection of the sample noted povidone leaked inside the sealed packaging. This is out of specification per inspection procedure which states, "packets must not be burst or leak." A potential root cause could be damaged components received from supplier. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The investigation is concluded, and no additional action is required at this time. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state and federal laws and regulations. Directions for use: 1. Open csr wrap to form sterile fi eld. 2. Place underpad beneath patient, plastic side down. 3. Put on cuffed gloves. 4. Use towel as drape for sterile area. 5. Pour cleansing solution onto rayon balls. 6. Prepare patient with saturated rayon balls. 7. Lubricate catheter. 8. Proceed with catheterization in usual manner. Catheter may be pre-connected to drainage tube before catheterization or allowed to drain into tray. To hold catheter while draining, press into indention in tray. 9. If specimen is required, fi ll sterile specimen container from catheter." The actual/suspected device was inspected

Event description:
It was reported that the red rubber catheter tray was found to be damaged while it was pulled out from the card board box. It was reported that the povidone had leaked inside prior to use. Per follow up information received on 01sep2021, there were no issues with end use since this was discovered while pulling stock from sealed carton.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the red rubber catheter tray was found to be damaged while it was pulled out from the card board box. It was reported that the povidone had leaked inside prior to use. Per follow up information received on 01sep2021, there were no issues with end use since this was discovered while pulling stock from sealed carton.